Event description:
This rv lead was implanted on (B)(6) 2014 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that this lead was not working correctly. Dr. (B)(6) referred her to dr. (B)(6) and conducted tests and determined that there was no real issue, and has a lot of expenses as results. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).